Event description:
It was reported the device was discarded.

Manufacturer narrative:
Continuation of d10: product ID 977d26,0 lot# serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type screening device, product ID 977d260, lot# serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 31-oct-2028, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 30-oct-2028, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who has an external neurostimulator (ens). It was reported that a patient was hospitalized and went to the emergency department. The pain management provider is following up, and it was noted that all equipment was functioning properly, but the spinal cord stimulator (scs) was turned off. Suspected csf leak so doctor sent patient to the ed per his doctors instruction. Patient is still being evaluated but doctor does not want to continue with the trial at this time. The managing trial physical advised that the leads be removed. The issue is ongoing. It was unknown if there was any patient involvement or complications as a result of the event. The manufacturer representative (rep) indicated they would send any further information as they become aware.